Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On december 9th, the user contacted dario to report high blood glucose (bg) readings.the user reported receiving from his dario meter bg readings that were between 10 mg/dl and 20 mg/dl higher than his non-dario meter.